Manufacturer narrative:
Conclusion: no definite conclusion for the exact cause can be drawn. Based on our long-term experience as a qualified MFR for surgical instruments, we assume, that the tip of the scissors became blunt during usage. Since our production documents indicate compliance with all specs and since the trend analysis reflects no problem with this pattern, we feel that no corrective action has to be taken on our part. However, we wish to point out that before this instrument is used for surgery, it should be checked at the hosp by means of a cutting test and a visual inspection. Damaged instruments are to be returned to the MFR for repair. This instrument should have been removed from the operation set prior to surgery. This incident is classified as being not security relevant as per the guideline of the european union.